Manufacturer narrative:
Investigation: nacl and albumin were used for replacement fluids.a service call was placed and a full machine checkout was performed. The machine is functioning per manufacturer's specification. The service technician also checked the calibrations and successfully performed a start-up test and post start-up test. An autotest and saline run were also successfully performed.the run data file (rdf) was analyzed for this event. Signals in the rdf confirmed that the optia system was operating as intended review of the rdf showed that the procedure was configured to have an inlet to ac (inlet:ac) ratio of 12 at the start of the run and was not changed throughout the entirety of the procedure. Additionally, signals from the rdf showed no unusual alarms or abnormal procedure behavior. The device was found to be operating as intended and there was no system or device malfunction identified that would indicate an issue with the optia system or that the system contributed to the reported event.investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a kidney transplant patient successfully completed a therapeutic plasma exchange (tpe) procedure. Later in the evening, the patient was admitted to the intensive care unit and the patient expired on (B)(6) 2018. The customer stated that the cardiologist intensivist reviewed the clinical photographs, diagnostic examinations of echocardiogram, computed tomography (CT) chest, chest x-rays, and the autopsy report and determined that the cause of patient expiration was due to progressive and refractory respiratory insufficiency and shock. Patient information is not available at this time. Patient's gender and weight were obtained from the run data file (rdf). The tpe disposable set is not available for return because it was discarded by the customer.this report is being filed due to patient death, although per current information there is no suspected malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: per terumo bct's medical review, the device did not cause or contribute to the reported death. The customer indicated that they had used 2 different lot numbers during the week of the reported incident. It is unknown which lot was used for this event. A review of the device history record (DHR) for both potential lot numbers showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause for the patient's death could not be determined. Possible root causes include but are not limited to the patient's underlying disease state, and/or the patient's sensitivity to the procedure. This procedure was configured to have an inlet to ac (inlet:ac) ratio of 12 at the start of the run and was not changed throughout the entirety of the procedure. Furthermore, the maximum ac infusion rate, which determines how quickly ac is delivered back to the patient, was set to 0.8 ml/min/ltbv. This infusion rate is within the soft safety limit of 1.2 ml/min/ltbv. Additionally, signals from the d log showed no unusual alarms or abnormal procedure behavior. Given this information, the device was found to be operating as intended, and within the generally tolerated limits for a majority of patients. There was no system or device malfunction identified that would indicate an issue with the optia system or that the system contributed to the injury/death. The optia system has several protections against air being returned to the patient including a return line air detector and the ability for air to be detected at the lower level sensor to protect from the return of air being returned to the patient. Both of these appeared to be operating as intended and there was no evidence of air detected past the last point of detection. The optia system appeared to be operating as intended. Per terumo bct's medical review and analysis, the device did not cause or contribute to this incident.

Event description:
The autopsy report stated that the primary diagnosis of the patient was renal insufficiency due to focal segmental glomerulosclerosis (fsgs). The patient had a kidney transplant in 2012. The autopsy findings were thrombotic emboli in both pulmonary arteries (large and small vessels), active inflammation in the pulmonary vessels (bilateral) and diffuse alveolar damage, attached thrombus in the vena cava superior and organizing thrombus in the pulmonary trunc. The conclusion of the pathologist from the autopsy was that the cause of death is the thrombotic emboli in both lungs and the alveolar damage. Air embolism could not be ruled out by the autopsy as it can cause a similar clinical pathological picture.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation is in-process. A follow-up report will be provided.

Event description:
Due to EU personal data protection laws, the patient identifier and age are not available from the customer. Patient's gender and weight were obtained from the run data file (rdf).